Manufacturer narrative:
(B) (4) suture loop.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received on 03/19/2010. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 03/19/2010, a copy of the operative report was received, through which it was learned that the device was explanted due to a suture loop. Per the operative report of (B) (6) 2010, "inspection demonstrated that the commissure along the mid-posterior annulus had been injured by a suture."